Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that as the physician advanced the stent through the sheath the stent became dislodged. There is no reported patient injury. Evaluation summary: the visi-pro stent delivery system (sds) was received for evaluation with a 6fr sheath. The visi-pro stent was not on the sds catheter but there were witness marks. The sheath exhibited a deformation at the distal tip. The sheath also exhibited a kink immediately distal to the hub. The guide sheath was held against a bright light source to ascertain potential lumen contents. The sheath was cut and separated revealing the stent at the hub. The stent was pushed (distally) out of the sheath hub. The full stent was present and intact but the proximal end was damaged.